Event description:
Attorney is filing this complaint for his client. Pt had received severe injury during a routine cardiac catheterization for possible unstable angina. During the procedure the angio-seal catheter used detached from the remainder of the device remaining within the femoral artery of the pt. She had to have add'l surgery to have it removed and part of a saphenous vein had to be harvested, and had to have iliac femoral bypass graft. This caused her other problems. The failure of the angio-seal resulted in the loss of blood flow to pt's right leg necessitating emergency surgery to save her life. Pt was admitted to hosp for what should have been a routine cardiac catheterization for possible unstable angina. Doctor, an interventional cardiologist, performed the procedure. When the procedure began, pt noticed an ungowned "civilian" in the suite and was told he was a rep from the MFR of a new device called angio-seal which they planned to utilize. Pt was most concerned about the loss of the normally sterile conditions of the operating room and expressed that concern. She was reassured by doctor, but nevertheless remained apprehensive. At the conclusion of the procedure attempts were made to withdraw the angio-seal, and the anchoring component became dislodged and proceeded down the femoral artery-iliac system, denuding the epithelium and obstructing the vascular supply, resulting in loss of peripheral pulses and compromise of her leg. She was taken emergently to surgery where the surgeons were unable to perform a primary repair. As a result, a segment of the saphenous vein was harvested, and she underwent an iliac femoral bypass graft. It has come to reporter's attention that there was a recall of the angio-seal device in 1997 because the device anchor "may become detached from the remainder of the device, remaining within the femoral artery of the pt." This is precisely what occurred to pt. Pt had a prolonged recovery period and has terrific scarring of her right groin and leg due to the extensive surgery which was necessitated by the use and failure of this experimental device. While she is recovering physically, she has experienced an acute exacerbation of her chronic underlying anxiety syndrome manifested by difficulty sleeping, loss of appetite, fatigue and agoraphobia. Prior to this episode, pt had been improving and was "essentially stable" according to her mental health care providers. The "event did stress her severely" and she has now experienced a setback which has impacted all the activities of her daily living. She has had to resume her medication regimen and has increased her therapeutic visits. Ironically, the cardiac catheterization revealed essentially normal coronary arteries and it seems likely that her chest complaints are related to an underlying anxiety disorder. Pt has been significantly affected by this event and is surprised that an ungowned and nonsterile lay person was allowed to participate in and direct a procedure utilizing an experimental device and participate in the emergency response. Had pt known the true circumstances of the cardiac catheterization which awaited her, she most certainly would have declined to have it performed in this matter. As a result, pt feels that she should be compensated for what she has suffered. It is reporter's understanding that the angio-seal device used in this case had not been safely established in pt with small or narrow arteries. Pt has informed reporter that doctor told her after this procedure that he had been led to believe that "one size fits all" and that he no longer believes this to be true. It is also reporter's understanding that MFR is now promoting a new 6f angio-seal device which is a small version of the device, designed to minimize dilation of the tissue tract and the arterial puncture site.